Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported that one week following bilateral prk (photo refractive keratectomy), the pt was diagnosed with corneal abrasions in the left eye only. The pt reported discomfort and blurred vision after the bandage contact lens was removed. In a follow up, the center director reported that four weeks after the event, the abrasions resolved, and the pt was doing well.